Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they had been having a lot of trouble with their symptoms. They were at 0.9v, but it was too strong so they brought it down to 0.7v and then to 0.8v. Patient wondered how high it could be increased to. Their current setting as not getting them therapy relief. They had left messages for their healthcare provider, but had not heard back. It was reviewed the device could go up to 8.5v. Programs were reviewed and it was offered to assist the patient with changing to a different program, but they patient declined as they were running short on time and they were going to call back if they were not getting therapy relief. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the being stim off was determined however they did not note what it was. They again stated that they were having sudden trips to the bathroom, wetting themselves, and the floor. They were wearing pads all the time, but that once they received the device, it had been wonderful, and they were glad they had it. Furthermore, patient reported that most of the symptoms have resolved, but mentioned that they still couldn't get to the bathroom when they sat for a long time, and when they get up in the morning. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a return of symptoms. Patient stated that they were starting to get worse again, in regards to their symptom control. Patient explained that they were suddenly peeing and wetting their clothes. Patient also reported during the call that they no longer felt stimulation and wanted to know if the stimulation can be set higher than 0.8v. During call, patient had their programmer. They synched showing stim was off, and on program 2 at 0.8v. Patient stated they did not know if they accidently pressed the off button on the side. It was reviewed to turn therapy on as it was effective when therapy was on. Patient turned back on and now felt stimulation. They increased to 0.9v. It was reviewed it takes time for body to respond to therapy, therefore titrations should be discussed with healthcare professional (hcp). Patient to monitor symptoms. No further complications were reported or anticipated.